Event description:
The device was returned to the svc ctr with a report from the customer contact that the "battery alarm goes off as soon as it's unplugged." This does not indicate a reportable malfunction. However, during verification testing at the svc ctr, as soon as the ac power is unplugged the device alarmed and powered off.

Manufacturer narrative:
During testing, as soon as the ac power is unplugged the device alarmed and powered off. This was due to a defective battery. This report represents all info known by the reporter upon query by hospital personnel.